Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were leaking like they were before they had the implant replaced because the battery was down so low. Patient stated they started having problems and leaking about 4-6 months ago. Patient said they went in and it said something on their device about the battery going low and the manufacturing representative (rep) met them in the va hospital and by then the battery had completely died. Reviewed therapy information and general programming guidance. Redirected to healthcare provider (hcp) to further address the issue. Patient mentioned they had a follow up appointment in (B)(6).